Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the system, with glucose remaining above range for approximately nine hours despite a meal announcement and reaching a maximum of 194 mg/dl; the user was guided to replace a steel 6 mm contact/detach infusion set, resume insulin therapy, and monitor levels. Symptoms included hyperglycemia without ketone testing, without need for back-up therapy, and without acute health effects or medical intervention. Outcomes included no hospitalization, no professional medical treatment, and no assistance required. Investigation included remote troubleshooting and user education, including infusion site change, reconnection, and cannula fill. Investigation of this case revealed that the cause of the hyperglycemia was unclear after site replacement and functional checks through guided troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.